Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. An explantation is not being considered at this point in time.

Event description:
Hearing performance with the device has been affected. Patient had good hearing performance with the device up until 2017. The patient currently does not want to be re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device has been affected. Patient had good hearing performance with the device up until 2017. Re-implantation is planned for (B)(6) 2017.